Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was performed, during which it was confirmed that the device was no longer functioning properly due to its age. The aus was fully replaced. No further patient complications were reported.